Event description:
The customer reported flow problem: drug administration delivered in 2h instead of 3h (270 ml of arsenic for chemotherapy treatment). Risk for the patient to present a toxic risk because flow too fast. The device was received. The evaluation found from the visual check and the review of the manufacturing data no problem was revealed. The analysis of the history log found the initial programmed flowrate was in line with an infusion time of 3h. During the infusion there were 15 changes by the user in the flowrate recorded. Two scenarios of flowrate had been test in order to reproduce the defect of overflow: at 90 ml/h during 3 hours (as reported event) and at 200 ml/h during 6 hours. These 2 flowrate tests were compliant compared to our specifications (IFU specifications for accuracy flow rate +/- 5 %). Moreover, in order to verify if recorded internal data of the pump were correct and in order to verify there is no keypad defect (unexpected actions of the keypad), an additional test was done. An infusion at 90 ml/h is launched during 20 hours with supervision and recording of the internal data. After 20 hours, the test was stopped and data analyzed: total volume conformed, flow rate was always at 90 ml/h, bolus volume never increased (always at 0), no actions on keyboard. There was no dysfunction. An internal check did not reveal any problems. No technical cause was identified related to the device. The device was found to meet specification.